Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reverting to the setup mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 11am. The patient manages her diabetes with insulin (via insulin pump); however, according to the csr's documentation in response to the reported meter issue the patient consumed less food/drink. An hour after the reported meter issue occurred, the patient allegedly developed symptoms of blurry vision and frequent urination. The patient, however, denied receiving any form of medical intervention/ treatment after the alleged issue began. At the time of troubleshooting, the csr noted that the alleged issue occurred after the subject meter's batteries were replaced. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided. 510(k) # is k073231.